Manufacturer narrative:
The rvad pump where the deposits were seen (B)(4) was in use for 139 day at the time of the event (from (B)(6) 2021-2022). The pump is still on the patient. We have reviewed the production records of the excor blood pump (B)(4). This pump was produced according to our specification.

Event description:
Berlin heart was informed by the clinic that a patient that was implanted on (B)(6) 2021 in the bvad configuration had an adverse event on (B)(6) 2022. The clinic reported that the patient suffered from an ischemic cva. The patient had right sided weakness. A CT-scan showed a large mca stroke. At the time of the event, small, stable fibrin deposits were seen in the rvad which were unchanged after the event. The rvad pump is still on the patient. At the time of the event, there were no fibrin or clot deposits seen in the lvad pump. Of note, the antiplatelet therapy had been discontinued prior to the event. The patient was temporarily suspended from the transplant list.